Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient was noted to be severely calcified. There were no issues during device prep. During the procedure, a pre-dilation was performed through a 14f femoral introducer. After the pre-dilatation, the 14f introducer was retrieved to introduce the flexnav delivery system. Just above the puncture site, the flexnav was blocked with no possibility to go further. When they pushed the catheter, it appeared as though there was a kink at the valve capsule. The physician decided to use a 20f non-abbott introducer to solve the issue. In the meantime, inspection of the flexnav delivery catheter was done, and no damage was noted. After introduction of the 20f introducer, it was possible to introduce the flexnav/navitor and to reach the annulus level. While attempting to place the valve, it was noted that the valve was unable to be resheathed completely with the deployment/resheath wheel and the micro adjustment wheel. The distal valve frame was not deformed and there was no angulation between the delivery catheter shaft and the navitor. The valve was still partially opened at +/- 25%. It was decided to pull the valve back into the descending aorta and try again, but it was still impossible to fully resheath the valve. It was then noticed that the proximal part of the valve capsule looked larger as usual. The valve was taken back to the abdominal aorta where they tried to enclose the system with the 20f sheath, but due to the deformation on the proximal part of the capsule, the device wouldn't fit. At this step, the patients blood pressure was low, so the physicians checked at different levels for potential effusion. Nothing was noted at the pericardial level and nothing at the iliac or aorta level. It was decided to remove the system surgically to resolve the event. The patient is stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient was noted to be severely calcified. There were no issues during device prep. During the procedure, a pre-dilation was performed through a 14f femoral introducer. After the pre-dilatation, the 14f introducer was retrieved to introduce the flexnav delivery system. Just above the puncture site, the flexnav was blocked with no possibility to go further. When they pushed the catheter, it appeared as though there was a kink at the valve capsule. The physician decided to use a 20f non-abbott introducer to solve the issue. In the meantime, inspection of the flexnav delivery catheter was done, and no damage was noted. After introduction of the 20f introducer, it was possible to introduce the flexnav/navitor and to reach the annulus level. While attempting to place the valve, it was noted that the valve was unable to be resheathed completely with the deployment/resheath wheel and the micro adjustment wheel. The distal valve frame was not deformed and there was no angulation between the delivery catheter shaft and the navitor. The valve was still partially opened at +/- 25%. It was decided to pull the valve back into the descending aorta and try again, but it was still impossible to fully resheath the valve. It was then noticed that that the proximal part of the valve capsule looked larger as usual. The valve was taken back to the abdominal aorta where they tried to enclose the system with the 20f sheath, but due to the deformation on the proximal part of the capsule, the device wouldn't fit. At this step, the patients blood pressure was low, so the physicians checked at different levels for potential effusion. Nothing was noted at the pericardial level and nothing at the iliac or aorta level. It was decided to remove the system surgically to resolve the event. The patient is stable.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy, retraction problem, valve capsule deformation, and hypotension was reported. The device was returned to abbott for investigation. All components were confirmed to meet functional specifications when analyzed under non-physiological conditions. The inner shaft was observed to have a deformation damage consistent with damage during use. The proximal end of the valve capsule showed accordioning, which is consistent with damage during use. Upon cutting open the valve capsule, no evidence of valve misloading was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty is likely related to patient condition (severe calcification). The root cause of the reported retraction problem could not be conclusively determined. The cause of the reported hypotension could not be conclusively determined. The reported serious surgical intervention was a result of case-specific circumstances as the system was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.